Event description:
It was reported that a patient had a very small leak at the connection of the extension set and the patient line of the cassette. The patient was connected to the device at the time of the observed leak for a drain phase of peritoneal dialysis therapy. No additional information is available. There was no patient injury or medical intervention associated with this event. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).